Event description:
It was reported that, in preparation for a pump replacement, there was an inability to push fluid through the catheter access port (cap) on the back table. However, there was no issue once the needle was swapped out. It was found that no fluid could be pushed through the needle alone. It was later reported that the provided needle couldn't clear the cap. When a 27-gauge needle was used, the cap was able to be cleared prior to implant. There were no patient symptoms or injuries related to this event. It was noted that there were no issues with the prior pump; it had been explanted for normal use. The device system was infusing gablofen. It was later reported that the cap had appeared to not be patent after injecting with the needle that was supplied with the new pump. It was stated that the needle was not patent, but the cap was.

Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# j0177957r, implanted: (B)(6) 2001. Product type: catheter: product ID neu_refillneedle. Product type: accessory. (B)(4).

Manufacturer narrative:
Analysis of the explanted pump (serial number (B)(4)) due to normal battery depletion revealed no anomaly was found. Analysis of the catheter revealed the catheter was returned in segments. Analysis of the infusion refill needle revealed that the needle was occluded by inorganic material. Analysis found that the material was silicone. The pump kit needle was from pump (serial number (B)(4)).